Event description:
The pt's device was reportedly explanted. Advanced bionics is currently in the process of obtaining additional info. When additional info is received, a supplemental report will be submitted.